Event description:
It was reported that a shaft break occurred. During a percutaneous transluminal coronary angioplasty to the right coronary artery, a 8 x 2.75 promus elite stent delivery system was advanced inside the patient, but the shaft partially broke. The procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned with an opened foil pouch and an opened product box/carton. No issues noted with packaging. All labelling legible. A visual (via scope) examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. A visual examination (via scope) of the balloon sections found no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual (via scope) and tactile examination of the hypotube found a hypotube break 22.8cm distal to distal end of strain relief (proximal of shaft markers), slight bending of the hypotube was noted on both sides of break. Multiple hypotube kinks were also noted along length of hypotube. A visual (via scope) and tactile examination of the mid-shaft/laser-cut region identified a kink in the hypotube-lasercut section, 2.2cm distal of midshaft bond. The hypotube-lasercut section is covered by the polymeric mid-shaft extrusion which therefore also appeared kinked. A visual (via scope) and tactile examination of the distal shaft polymer extrusion found no issues. A visual (via scope) examination of the tip identified tip damage. The device was loaded onto and tracked over a 0.014 inches guidewire without issue. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. During a percutaneous transluminal coronary angioplasty to the right coronary artery, a 8 x 2.75 promus elite stent delivery system was advanced inside the patient, but the shaft partially broke. The procedure was completed with another of the same device and there were no patient complications.